Event description:
The patient's sibling reported that on (B)(6) 2026, the patient experienced hyperglycemia with blood glucose (bg) levels reported as greater than 22 mmol/l (396 mg/dl) after consuming bread and not bolusing for a meal. The controller reportedly switched to manual mode. As the sibling was not with the patient at the time of the event and unable to provide direct assistance, an ambulance was called and the patient was transported to the hospital. The pod remained in use while healthcare providers administered insulin and monitored bg overnight. No symptoms were reported. According to the reporter, healthcare providers determined that the elevated bg was due to missed bolusing rather than a device malfunction. Bg levels subsequently decreased, the pod resumed normal operation and was later discarded after use, and the patient was discharged on (B)(6) 2026 following overnight observation. No alarms or error messages were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.